Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded all electronic assembly. There was moisture damage on the motor home switch. The pump had cracked corner display window and no vibration anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that the pump was submerged in water, there was nothing on the screen and it was vibrating. The alarm occurred right after exposure to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.